Event description:
It was reported that the patient experienced pouch infection about a month after system implant. The patient¿s incision was red, swollen and there was obvious exudation. The system was explanted. The patient was stable after the procedure.

Manufacturer narrative:
A compete lead was returned in one piece for analysis. The damage was sustained during the surgical procedure. The lead was otherwise normal.